Event description:
Additional information was received stating that it was impossible to remove the device as a single unit. When the patient was taken to the operating room and the femoral artery was surgically exposed, a separation (fracture) was clearly seen between the plastic part and the iron part, both sides were still closely united. The proglide device was able to retrieved by surgically opening the calcified artery and dividing the proglide device into two parts. An injury to the skin occurred due to the proglide device removal attempts. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of hemorrhage and vascular injury (tissue damage) are listed in the electronic proglide instructions for use (eifu) as potential adverse events of use of the device. It should be noted that the eifu states: perform a femoral angiogram to verify the location of the puncture site. The eifu deviation does not appear to have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. The difficultly returning the lever to it¿s original position/ foot movement issue could not be confirmed due to the condition of the returned device. Difficulty inserting the device and entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: type of investigation code 4115 was removed. Investigation findings code 3221 was removed. Investigation conclusions code 18 and 4315 were removed.

Manufacturer narrative:
(B)(4). The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the thick circumferentially calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Femoral imaging was not performed. Reportedly, the proglide device was difficult to insert. Prior to removal, the lever was attempted to be put down but it did not return to its original position. The proglide device was attempted to be retrieved as a single device but it didn't come. Surgical intervention with general anesthesia was performed to retrieve the proglide device. Intubation and mechanical ventilation were necessary for the surgery. Surgical suturing of the femoral artery was performed to achieve hemostasis. Transfusion of 4 units of rbc was needed the day after. The patient was given antibiotic therapy. No additional information was provided.